Manufacturer narrative:
A ge svc rep conducted an onsite investigation and recommended that the customer replace the sys endoscope camera. No further svc info is was provided.

Event description:
The customer reported that the monitor on the sys was fuzzy. This event occurred during a case. No pt injury was reported.